Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revising an accolade tmzf stem for patient presenting with a painful total hip. Black residue on the inside of the femoral head and on the trunnion of the stem. Revised with new head and acetabular liner.